Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the touched position was misaligned. The issue was not resolved with a calibration. Therefore, the pse replaced the touchscreen. The device was operational and returned to service after repairs were completed. The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil tech reported the touchscreen passed all of the flex cable resistance testing. Initially, the touchscreen failed the diagnostic and functional testing and also displayed misaligned touch points. However, the pil tech verified the touchscreen was able to be successfully recalibrated by using the touchscreen calibration button noted in the diagnostics portion of the software. Following calibration, the touchscreen passed all diagnostics testing and operated without issue. The touch points were also properly aligned with the liquid crystal display (lcd).

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen issue. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the touchscreen to resolve the reported issue. The engineer also replaced the oxygen inlet filter, air inlet filter, and the cooling fan filter as regulated by periodic maintenance procedure to prevent future failures. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.